Event description:
The customer reported that the system would display an intermittent interlock open error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the emergency stop switches. The system was tested and found to be working as intended and put back in service.